Event description:
Dr (B)(6) states the echelon flex stapler "misfired" during stapling of the liver, which resulted in extreme blood loss because a major vessel was included in the staple line. This event occurred during the final stages of the liver resection point of the procedure and as a result extreme blood loss was recorded. As a result of the blood loss, CPR was performed, this event did cause significant harm to the pt as acls protocol was initiated.